Manufacturer narrative:
.

Event description:
The healthcare professional of the clinical study reported the patient had redness at the incision sites in (B)(6) 2015; no device diagnosis was noted. The patient presented to the clinic for their post-operative evaluation and upon examination the incision was red. The healthcare professional indicated a "questionable infection versus excessive sweating." The patient was instructed to use antiperspirant in a large area over both wounds and doxycycline was started. The event was considered resolved without sequelae. The etiology was due to the stimulator pocket and was related to the implant procedure and not related to the device or therapy. Patient indication for use is failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.